Event description:
It was reported the patient had experienced "issues" with the pump on and off over the last year. The patient had experienced both underdose and overdose. In 2008, the patient experienced an overdose following a refill where the medication was changed. The patient experiences underdosing symptoms on and off, not with every refill. The patient's device was included on a list of potentially affected pumps for the propellant recall. There was no knowledge of prior troubleshooting or difficulties filling or aspirating the pump. It was suspected the hcp would not want to troubleshoot the device given the patient circumstances and the potential device issue, but would rather replace the device. Additional information has been requested.